Manufacturer narrative:
Patient identified not provided. The age at time of event, date of birth are unknown. The sex is unknown. The weight is unknown. There is no relevant history. Hu-friedy does not track our devices (which are mostly low risk class 1 devices) by serial number or UDI, only by a lot number, which is tied to the date of manufacture. The product involved in the event was a stainless steel instrument that does not have an expiration date. The device is not implanted; therefore implant/explant dates are not applicable. Reprocessor does not apply. No concomitant medical products and therapy dates provided. PMA/510(k) does not apply. Ind does not apply.

Event description:
The doctor was using the instrument during a scaling and root planing procedure when the tip of the instrument broke in the patient's mouth. A flap in the mouth was opened to remove the broken tip.